Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the wireless footswitch was not charging with the charger. Additional information confirmed that the issue occurred outside of clinical use. A philips remote service engineer (rse) ordered a replacement of the wireless footswitch charger (wfsc) which was delivered to and installed by the customer. Following replacement of the charger, the system was restored and returned to service in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury; and as such, the complaint was reported. Since that time, new information has been received which has confirmed that the issue related to the inability to charge the wireless footswitch with the charger. As per the instructions for use, when using the wireless footswitch it is required to ensure that the wired footswitch is connected and available for use. Through the use of an alternate footswitch, in the event of a wireless footswitch failure, any procedure would be able to be completed with minimal or no delay; the malfunction would not likely lead to a death or serious injury. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.

Event description:
It was reported to philips that the system's wireless footswitch had a problem, which can impact imaging. No harm was reported to philips. We are conservatively reporting this event as the investigation is ongoing.